Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the previous issue with the j497g was never reported . Dr. Thought it was just a one time thing until it had occurred the second time in the middle of a procedure. Note: report for previous event submitted via 2210968-2019-81431.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mjk059 batch number, and no non-conformance's were identified. A labeled winding former, a needle and a suture piece of product code j497, lot mjk059 were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The dispensed suture piece was examined along of the strand and body fluids were noted and the end of the suture was cut appears to be by the use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the pull off - suture needle suggest an improper handling of the sample. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was also reported that this issue has happened previously. Please advise: were the previous issues reported to ethicon? If yes, do you have a product complaint number? If not previously reported to ethicon, please provide the following information for each procedure: procedure name and date, product code, lot number, please describe the issue that occurred with the device.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was coming off of the needle. It is unknown how the case was completed. There were no adverse patient consequences reported.